Event description:
Account reported that patient underwent uneventful ilasik ou (B)(6) 2014. Presented at 1 day post op (B)(6) 2014 complaining of pain and blurry vision in right eye. Patient stated pain started during the night. She woke with her goggles dislodged and right eye painful. Slit lamp exam: dislodged flap with striae in right eye. Left flap in place and perfect position. Patient was brought to the laser suite and the flap was repositioned right eye. Post op (B)(6) 2014. Visual acuity sans corrected (vasc) 20/20 right, 20/20 left; rxm plano -0.75 x 180 20/20 right, +0.25 -0.50 x 175 20/20 left.

Event description:
Post op (B)(6) 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: post op (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.